Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. As received, the electrode belt failed incoming testing. Upon eval, the rear therapy electrodes were missing and the cable was pulled from the distribution node strain relief. In addition, the cable connecting the distribution node and ECG electrodes a and b were pulled from the distribution node strain relief. The root cause of the damaged cable cannot be positively identified but is likely physical abuse including excessive force. No adverse event resulted from the damaged cables or missing therapy electrodes.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.